Event description:
It was reported that this right ventricular lead found to be dislodged. A revision procedure was performed, and this lead was repositioned. No additional adverse patient effects were reported. At this time, the lead remains in service.